Manufacturer narrative:
Calibration data from 05-aug-2021 to (B)(6)-2021 was provided and was ok. Alarms occurred on calibrations performed on(B)(6)-2021 and (B)(6)-2021. Quality control data from (B)(6)-2021 to (B)(6)-2021 was provided. Several data points for the level 2 control were outside of range. Controls were acceptable on the day of the event. Precision studies were performed and were ok. An alarm trace from (B)(6)-2021 was provided and this is after the date of the event. Several sample short alarms were observed. Semi-annual preventive maintenance was performed on the analyzer, which included a change of the gear pump head. After this maintenance, no further discrepancies were observed. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue could be ruled out as calibration and control data are acceptable.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 12.10 mg/dl and repeated as 7.13 mg/dl. The calcium reagent lot number was 555741001, with an expiration date of 30-sep-2022.